Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an equipment that failed to fire laser during usage. The patient harm was not reported. Additional information was requested; however, none has been received.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The company representative confirmed and replicated the reported event. The footswitch was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by quality assurance (qa) to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The root cause of the reported event is attributed to nonconforming footswitch. Company will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).